Manufacturer narrative:
Unit received with currents in specification. No blank display; lcd board ok. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker.

Event description:
Customer reported via phone call to have a blank screen display after changing batteries eight times. Customer reported that insulin pump was also making a high pitched screaming noise. Customer's blood glucose was over 400 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.